Manufacturer narrative:
Concomitant: product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 3550-39, lot# n363468, implanted: 2012-(B)(6), product type accessory. Product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
There was a problem with the patient programmer (pp). The patient was not consistently able to make adjustments with the antenna attached. For about 6 months the patient has had a hard time communicating with her pp. Most often the poor communication screen would display but sometimes she was able to make adjustments. On the night of (B)(6) 2014 the patient was up walking around and the stimulation was set higher but when she wanted to lay down she could not lower the stimulation level until finally about 4 in the morning. The patient was afraid ¿it¿ would freeze at the latest setting. It was noted that the patient does not have someone to help her try to make adjustments without the antenna attached. The patient saw her company representative about 4-6 weeks ago regarding her ins and pp and she was told that the antenna connector looked corroded. The patient took a bad fall down the stairs about 6 months ago. The battery pack hit every step she slid down. The patient has been to the doctor¿s office 4 times in the last 4 months seeing company representatives. X-rays were performed to make sure the leads were in place. The company representatives and doctors have been using their clinician programmers to check her device. The patient thought that ever since her fall she has had difficulty communicating with her pp to her ins. The pp would not work with either antenna. The company representative clarified on (B)(6) 2014 that they saw the patient about a month ago and because the patient was having difficulty with her remote. It was found that the patient was not putting the remote right over the ins so it was reviewed with her that this was necessary to communicate. The patient was told not to coil the antenna wires tightly around the antenna when storing it and not to leave it plugged in when storing it. The antenna was working fine at that time. The company representative saw the patient last spring, probably in (B)(6), at a scheduled doctor office visit. There was not a problem with the pp at that time. The patient has needed a lot of reinforcement with teaching with the remote, her boyfriend was also instructed to assist.

Event description:
It was further reported that the patient received assistance from their doctor or a manufacturer representative and their concerns were resolved. Appointment dates of (B)(6) 2013 and (b)(60 2014 were noted.

Event description:
It was further reported that the cause of the event was a patient fall. X-rays were done and they were ¿good¿. The patient did not require hospitalization due to the event.